Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g124 scaler, the unit is leaking water at the quick disconnect and the handpiece and unit were getting hot; no injury resulted. A leak from the quick disconnect could lead to reduced water flow.

Manufacturer narrative:
Found unit was not turning off fully when footswitch was released allowing water flow & vibration. Found intermittent connection on interface board at footswitch jack. Found suspect water quick disconnect.